Event description:
Customer reported that when they attach a 60" braun extension set with a fixed collar (item # et112) to the mpx5300-c, the solution will sometimes leak out and it seems as if the connection is not tight. Per the customer: they are not able to screw a secondary set onto our propofol tubing into the port. There was no report of pt harm and no medical intervention was required. Although requested, no further pt or event information has been provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should be received for evaluation.